Event description:
Balloon tested prior to insertion. Tip placed in cystic duct and inflated. Irrigated with saline and catheter fell out. Retried balloon and it wouldn't stay inflated. New catheter used without problems.